Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: (B)(4). Related manufacturing reference number: (B)(4). Related manufacturing reference number: (B)(4). It was reported that the patient presented to the emergency room after receiving inappropriate shock therapy due to oversensing. It was confirmed that the right ventricular lead dislodged via x-ray. The physician decided to revise the lead. During the procedure, it was noted that there was a pocket infection. The implantable cardioverter defibrillator, right ventricular, right atrial and left ventricular leads were explanted. The patient was in stable condition.